Manufacturer narrative:
The product was returned. Interrogation and visual inspection were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.

Event description:
It was reported, that the patient presented for a follow-up in clinic with pocket erosion. The device was found, visible from the opened incision site of the implanted device pocket. The skin was clean, dry, and showed no redness or warmth indicating an infection. There is no allegation, that the system or any procedure involving the system contributed or caused the issues. The pocket was revised. And the implantable cardioverter defibrillator (ICD) explanted and replaced on the same procedure day. The patient was in stable condition throughout the procedure.